Event description:
This is filed to report a leak. It was reported during preparation, a steerable guide catheter (sgc) (30124r1063) would not hold fluid column and was replaced. The second sgc (30119r1033) would not hold fluid column, therefore, it was replaced with a third sgc (30105r1099). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.